Event description:
Hill-rom received a report alleging that the pt experienced pain after using the vest. The primary care physician conducted x-rays, and found a fracture to the pt's rib. The report indicates that after continuing vest treatments, the pt experienced pain and was found to have a fracture of another rib. Both the pulmonologist and primary care physician did not confirm that the vest caused the fractures. The unit involved in the incident was returned to hill-rom and evaluated. No problem was found with the unit.